Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the pump was unable to pass through aortoiliac bifurcation and vessel calcification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that while the impella cp support was being placed on the (B)(6) female patient, the pump was not able to pass the motor housing through the aortoiliac bifurcation. The left ventricle was wired again and the pump was inserted. The pump was able to pass pump through sheath and completely into the thoracic aorta but was hanging up on calcification. The procedure was aborted due to the patient¿s anatomy. There was no patient harm reported.